Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a whipple procedure, there was no function of the minimum knob. No further info is available. Another device was used to complete the case. There were no adverse consequences to the pt.